Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had no previous repairs and service. Functional checks and visual inspection were performed using the delivery and occlusion tests. The customer¿s reported issue was confirmed as the pump¿s flowrate was tested and was found to be out of specification. The expulser will be sanded to solve the issue.

Event description:
It was reported that the device exhibited an excessively high delivery rate. There was unknown patient involvement.